Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 (mg/dl). Food was consumed to address bg levels. Reportedly, the customer attributed their low a1c levels and not eating to their low bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.